Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose level reached a high value, reading as "high" on the cgm, which indicates it exceeded 500 mg/dl. The customer addressed this by administering a correction injection via mdi and did not require third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin therapy.